Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Unomedical reference number (B)(4). Event occurred in israel. On 15-may-2024, it was reported that the patient was hospitalized due to high. The patient's blood glucose level was 279 mgdl. The patient was hospitalized for 3 days, and patient had headache weakness at the time of hospitalization. The patient also had ketones. No further information available.